Event description:
It was reported that the customer felt the scope did not allow safe and effective passage of biopsy needle tools through the working channel of the bronchoscope. Additionally, the angle in which the working channel and the ultrasound transducer is positioned prevented a needle from passing easily through the scope. The customer reported this had occurred on "multiple occasions" and resulted in fragments of the needle sheath being sheared off and falling into "different" patient's airway. It also damaged needles and bronchoscopes. Despite multiple attempts for additional information on the number of patients, outcome and devices, no information was obtained.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number: 2429304-2024-0000456. This report is related to (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sheath frayed, and a piece fell into the patient¿s airway during a diagnostic endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna) procedure. The piece was retrieved, and the procedure was completed using the same device. The procedure and anesthesia were prolonged by 20-minutes due to the difficulty passing the needle (vizishot 2). However, there was no patient injury. Moreover, the facility reported that this issue consistently occurs when using the (vizishot 2) needles.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The subject device was not returned to olympus for evaluation; therefore, the reported issue could not be confirmed. Based on the results of the investigation, the root cause could not be determined. This supplemental report includes a correction to b2, b5, d10, and h6 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.